Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic during follow up showing increased capture threshold and decreased r wave sensing on the rv lead. It was noted that capture threshold would vary with arm movements. Lead was extracted and replaced. Patient was stable before, during and after the procedure.